Event description:
On (B)(6), 2010, isi received uf/importer report (B)(4) with the following event description: (B)(6) old female underwent a robotic-assisted left hemi-throidectomy on (B)(6) 2010. The plastic like sheath coating approximately one centimeter by 0.5cm sheard off the maryland dissector. A piece was retrieved from the patient's incision. A piece was retrieved from the patient's incision. The patient's surgical site was irrigated by the physician.

Manufacturer narrative:
The instrument used during the surgical procedure has not been returned for evaluation. A follow up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(6), 2010, (B)(6) in risk management reported that it is unknown what surgical task was being performed when the plastic like sheath coating sheared off inside of the patient. Significant irrigation of the affected area was required to remove the broken piece and lengthen the surgical procedure. The site believes all of the pieces were retrieved. The patient was discharged from the hospital and to the best of (B)(6) knowledge, the patient has not experienced any post operative complications that required further hospitalization.